Event description:
Reporter indicated that vns patient was explanted due to infection. Both the lead and generator were explanted. The infection has reportedly resolved and the pateint was reimplanted approximately 16 months later.